Event description:
Drug/diluent: marcaine. Fill volume: 550ml. Flow rate: 2.0ml/hr. Procedure: hysterectomy. Cathplace: vaginal cup. Pt presented to the ER stating a metal taste in her mouth and feeling "loopy." Pt had a dual pump but surgeon had removed 1 catheter on friday ((B)(6)). ER physician instructed to clamp catheter and monitor pt 30-45 minutes for symptoms to resolve. Pt was advised to see surgeon on monday (B)(6). Date of surgery (B)(6) 2012.

Manufacturer narrative:
Method: sample not available for return. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional info pertinent to this event becomes available, I-flow will submit a f/u report.